Event description:
Adverse event(s): "implanted and then removed because of problem with the pt's eye sack" (no code available). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). An operating room secretary reported that an intraocular lens (iol) was "implanted and then removed because of problem with the pt's eye sack". In a follow-up, she further explained that the lens was removed and replaced during the same procedure; and does not have additional info regarding the pt. Additional info has been requested from the surgeon.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/13/2010, 07/29/2010, and 08/03/2010 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire has not been received. (B)(4).